Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 401 mg/dl at the time of incident. The customer's blood glucose was 312 mg/dl at the time of call. The customer stated that her blood glucose reached 572 mg/dl and she changed her infusion set. The customer stated that she treated her high blood glucose with the insulin pump. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The customer declined to check settings. The customer stated that she saw blood in the cannula after removing the infusion set. The insulin pump will not be returned for analysis.